Manufacturer narrative:
From the regular evaluation of complaints, no trend can be identified that would indicate a constructive problem with the instruments concerned. Overloading and incorrect handling, i.e. User errors, can lead to the jaws breaking.

Event description:
During a surgery in 2017 a surgeon misused a surgical instrument, and/or used a defective surgical instrument identified in the operative report as a kerrison rongeur/upbiting micropituitary, which was manufactured by defendant medtronic sofamor danek USA, inc., and is identified with part #9569567. Due to negligence and carelessness of the surgeon, a part of the jaw of the rongeur/upbiting micropituitary broke off, resulting in a traumatic injury to the right common iliac artery and the inferior vena cava with retroperitoneal hemorrhage accompanied by loss of approximately 800 ml of blood, and severe hypotension due to the negligent and earless delay by the surgeon in recognizing an injury had occurred and managing patient injury and expediting care for the vascular injury. The surgical procedure was eventually aborted and the patient was then emergently transferred to (B)(6) medical center for treatment of her life threatening intra-operative injury and bleeding.